Event description:
It was reported that the vns patient was experiencing worsening depression above pre-vns baseline levels. The patient stated that she lost 5 months of life due to vns as she woke up one morning and 5 months had passed. The patient had not been admitted to a psychiatric ward since vns implant. The patient was also experiencing a charlie-horse type feeling in her neck/shoulder area, but the cause was unclear. The patient¿s device was tested during an office visit on (B)(6) 2014 and diagnostic results showed normal device function at the time. The patient¿s device settings were increased during the office visit. Attempts for additional relevant information were made but have been unsuccessful to date.